Event description:
The reporter stated, that an aq2010v silicone three piece lens was torn, while it was being loaded due to a new technician, but was not noticed until the surgeon had inserted the lens into the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
A visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.